Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) was due to shorted u6, u1004, and u1005 components on the computer/analog board, causing fault. The root cause for the defective components could not be positively identified. There was no adverse event that resulted from the damaged monitor.